Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there was a decrease in threshold, impedance, and r wave amplitude resulting in a loss of capture on the left ventricular (lv) lead. The rv lead was repositioned successfully to resolve the event. The patient was stable and there were no adverse consequences.